Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior resection (double stapling), for the first firing of rectum resection, they used multiple handles and cartridges. The surgeon said that the tissue was thick. They used different handles of 2 types and several units of reload of 2 different types. However, they did not remember the exact combination of the devices. The surgeon tried to fire the device but a crack sound was heard and would not fire. The same events occurred in all devices described above. Then the surgeon completed the case with the use of manual suturing. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection (double stapling), for the first firing of rectum resection, they used multiple handles and cartridges. The surgeon said that the tissue was thick. They used 5 different handles of 2 types and 6 units of reloads of 2 different types. However ,they did not remember exact combination of the device.the surgeon tried to fire the devices, however a crack sound was heard and could not fire. The same events occurred in all devices described above. For the last handle used, the firing advanced by 15mm ,however a crack sound was heard and could not fire the device any more. Then the surgeon completed the case with manual suturing. There was no patient injury.